Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bevel orientation/shield separation with the incident lot was observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for bevel orientation/shield separation was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was initiated to determine root cause of hub/collar separation and implement corrective actions in order to reduce/mitigate further occurrence of this issue. CAPA (B)(4) was initiated to determine root cause of incorrect bevel orientation and implement corrective actions in order to reduce/mitigate further occurrence of this issue.

Event description:
It was reported that safety shield flew off before the bd eclipse¿ blood collection needle with luer adapter needle was used. No harm occured to patient, nor nurse. Also needle wasn't placed correctly (should be reversed). No serious injury or medical intervention reported.